Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of a 26mm sapien 3 valve, in aortic position. During preparation, of the commander delivery system, there were no abnormalities noted with the balloon. There was no resistance during insertion of the delivery system through the sheath. The patient's degree of calcification and tortuosity was normal. During valve deployment, it was impossible to inflate the valve in the annulus. There was a leak of contrast solution visible on x-ray. The delivery system was retrieved and the balloon appeared to be damaged. A new kit was used and the patient was noted to be ok. As per medical opinion, the root cause may have been due to valve alignment difficulties.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve alignment difficulty, delivery system leakage, and inflation difficulty were unable to be confirmed as neither device nor applicable procedural imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of valve alignment difficulty, as reported, ''as per medical opinion, it was due to an issue during the valve alignment.'' Additionally, the complaint description states, ''the degree of calcification and tortuosity was normal.'' Although the reported tortuosity was ''normal,''tortuosity can result in challenging anatomy to perform valve alignment. Valve alignment performed in a non-straight (tortuous) section of vasculature can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Without applicable procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. For the complaint of delivery system leakage and inflation difficulty, the description states, ''during procedure it was impossible to inflate the valve in the annulus. There was a leak of contrast solution visible with x-rays. The delivery system was retrieved and the balloon was damaged.'' As difficulties with valve alignment were reported, it is possible that the combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed leakage. Additionally, any leakage in the system may inhibit the delivery system's ability to inflate the balloon, resulting in the reported inflation difficulties. Without applicable procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (high alignment forces, damaged balloon) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.